Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to contact support again if the issue reoccurs.